Event description:
Note: this report pertains to one of five complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-01061 addresses the rf radiofrequency generator, while manufacturer report #s 3005099803-2013-01002, manufacturer report # 3005099803-2013-01057, manufacturer report # 3005099803-2013-01058 , manufacturer report # 3005099803-2013-01059 address the four polyhesive patient return electrodes. It was reported to boston scientific corporation on (B)(6) 2013 an rf radiofrequency generator and four polyhesive patient return electrodes were used during a hepatic radiofrequency ablation (rfa) in the liver procedure performed on (B)(6) 2013. According to the complainant, the procedure was completed without incident and the pads were checked during the procedure and no issues were noted. The total ablation time took no longer than 40 minutes. However once the pads were removed there was evidence of blistering of the skin. The blistering was treated with a light dressing. The patient's condition at the conclusion of the procedure was reported to be stable. The generator has been used after this procedure without any issues.

Manufacturer narrative:
The complainant was unable to provide the upn or serial number. Therefore, the manufacture date is unknown. According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.